Event description:
Homecare nurse matt contacted dexcom technical support on (B)(6) 2015 to claim no intermittent audio output on 01/02/2015. Homecare nurse matt tested the alert functionality and reported alerts were functional. Homecare nurse matt did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).